Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was hospitalized for possible meningitis. It was also reported that the patient was hospitalized for meningitis prior to this event (date not reported). Additional information has been requested, but not received as of the date of this report, (B)(4) 2011. The implanted device remains.